Event description:
The customer reported the table would not boot up. No pt injury was reported.

Manufacturer narrative:
The ge service rep found the table would not boot, but generator stopped at 3 arrows. Determined that the software floppy disk was bad. Created a copy of the generator software from the customers backup. Tested unit operation. Unit operates as intended.